Manufacturer narrative:
The caller reported that replacement of the main pcb isolated the no audio.

Event description:
On 12/06/2007, the company received a report that the unit associated to this report was dropped and no longer provided an audible tone. The customer did indicate that the unit was indeed dropped.